Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined to be not reportable as this product did not cuase or contribute to the event.

Event description:
Upon receipt of additional information, it was determined to be not reportable as this product did not cuase or contribute to the event.

Event description:
It was reported a patient underwent a hip revision due to aseptic lymphocyte dominant vasculitis associated lesion (alval). Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02605, 0001822565-2023-02606. D10: unknown stem; unknown head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.